Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is of-label usage of the device on (B)(6) 2025. On the morning of (B)(6) 2025, the patient was not getting any readings on his dexcom device on because of a wearable failure. The patient reportedly received a notification that his wearable failed but did not mention if he did a manual finger stick reading. The failed wearable was his last wearable. The patient was taken to the emergency room on around 3:30pm because he was experiencing severe pain and had reported diabetic ketoacidosis (dka) when he arrived in the emergency room. However, because of the patient's dementia, he could not remember anything else. The patient did not want to provide further event details. At the time of the report, the patient was in stable condition and recovering. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.